Event description:
There was no device failure, malfunction or complaint reported. The patient underwent mitral valve repair via a minimally invasive approach. At the time of wound closure, a follow-up echocardiogram done to re-check the repair showed an aortic dissection. An aortagram showed that the dissection's proximal margin was just below the left subclavian artery, & that it tapered off above the diaphragm. Most of the flow was via the normal, central lumen. The original femoral cannulation and endoaortic clamp. Placement were uneventful, as was a replacement of the endoaortic clamp performed because of the balloon tear. All placements were performed in accordance with instructions for use. The patient's history is notable for long fingers which raised the possibility to clinicians of a marfan's-like condition. In 1982, patient suffered an episode of intrascapular pain with severe hypertension, which raised the possibility of an old aortic dissection that had healed.